Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has impedance issues for the past few months, both high and low impedance paces. The ra lead remains in use. No patient complications have been reported as a result of this event.